Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. Customer reportedly changed supplies to address the occlusion alarms and resumed insulin. Customer reported blood glucose level ranged from 186-363 mg/dl.